Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient read "online" in a study that the rechargeable implant was smaller than the non-rechargeable implant and therefore when the battery was changed from an rechargeable to non-rechargeable implant, there was extra room in the pocket which allowed the implant to move around. The caller said they think there were specific people in the cases that experienced this but didn't have any further information saying they couldn't remember when asked. No symptoms were reported.